Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during prime three times. Customer's blood glucose was 5.6 mmol/l. The device wasn't bumped or dropped. Customer was able to manually prime and rewind the device. Customer agreed to return the device for analysis.